Event description:
A malfunction was reported on the pump, identified by the customer. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to perform a pump reset, and it was confirmed that the malfunction code did not recur post-reset. The customer was advised to continue using the pump and to contact support again if any issues appeared.